Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the scanner failed to function properly. The technical support specialist confirmed that the issue was resolved by the customer by replacing the scanner. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es scanner was malfunctioning. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.